Event description:
It was reported that sub acute thrombosis and death occurred. The procedure was indicated due to acute high lateral myocardial infarction. Vascular access was obtained via right radial approach. The left main was engaged with a vl3.5 6fr guide catheter. A tight lesion was located in the mid left anterior descending artery. A non bsc guide wire was advanced to the lesion. Angioplasty was performed with a 2x10mm unspecified balloon catheter inflated at 10 atms. Subsequently, a 3.5x24 promus element stent was selected to treat the lesion and was deployed at 12 atms. Post dilation was performed with a 3x10mm non-bsc balloon catheter at 18 atms with good result. Patient was transferred to intensive care unit for observation. Fourteen hours later, the patient died and the cause of death was listed as sub acute thrombosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).